Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a switch control, when pressing the button to stop, claims the motor would not disengage and continued to run. No injuries were reported to have occurred as a result.

Manufacturer narrative:
End-user reported while under power using the switch control with mono-jack, when pressing the switch to disengage the drive motor reports the smartdrive unit continued to drive, forcing the end-user to unplug the switch from the drive unit. The end-user stated they had cleaned the port on the smartdrive and plug end of the switch control with alcohol and noted some build-up of debris, and once cleaned, has not had any recurring issues of failure to disengage. The end-user stated they did not see the need to return the suspect component for evaluation as they feel they resolved the issue. As no component were returned, and reported failure has not recurred, permobil is unable to reach a determination as to possible cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.